Manufacturer narrative:
No add'l info is available at this time. Based on the limited info available, no further investigation can be conducted at this time. If add'l info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive mgmt review meetings. Device not returned. No eval will be performed. No conclusion can be drawn. Device discarded - unable to follow up.

Event description:
On (B)(6) 2011, a pt sent an email indicating, "I went in for an eye exam and decided to go to contacts, was still in trial pair trying to find right prescription, the second pair had 2 contacts in one side did not know this till one of the contacts had slipped in the bottom duct of my eye, causing inflammation and ulcers on my eye" and "there were 2 contacts stuck together and the reason I know this is because I have 2 contacts in may case and the dr found the other in my eye, after not wearing them for a week." The pt also indicated that the trial lenses in question have been discarded. On (B)(6) 2011, a faxed copy of the pt's chart was received from the treating eye care professional (ecp). The chart indicated that the pt presented on (B)(6) 2011 without contact lenses inserted with complaint of redness, photophobia, fbs and pain os. The pt had worn the pair of trial lenses for 3 days utilizing a daily wear schedule prior to presenting to ecp. The pt reported napping in the lenses and waking up with a red os (left eye). Chart indicates limbal injection, spk and trace cells present os. Va without correction: od 20/100 and os 20/30. The pt was diagnosed with anterior iritis and spk os. The pt was treated with pred forte drops quid and atropine drops bid. The pt was instructed to rtc in 2-3 days. On (B)(6) 2011, the office of the treating ecp was contacted to obtain follow-up info. The pt has not returned for follow-up.